Event description:
Stryker pain pump 2 with marcaine placed in surgery and programmed by physician. Pain pump was not turned on until epidural infusion completed. While stryker pain pump 2 was turned off, it began to leak. Tubing and pump connection were tightened and then disconnected and reconnected without correcting the leak. The pain pump was removed from the patient.